Event description:
Customer reported device = 58 mg/dl however the memory indicated lo. Customer self treated with food. Ambulance was called and their device = 78 mg/dl. Customer was feeling weak and hungry. No treatment received. No controls used. Device was not properly coded. A request was made for return product and replacement product was sent.